Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture and videos provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The complaint was confirmed based on the 1 photo and 2 videos received. In the photo it could be seen that 1 of the 2 deployed bands did not constrict as normal. The 2 videos provided also confirmed that the deployed bands did not constrict as normal. 2 black bands and 1 amber band can be seen being deployed in the videos and not constricting. No other details can be determined from the photo and videos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information received indicated that the date of the event was on (B)(6) 2021. The product lot expired on 11/05/2021. The condition experienced by the user could be associated with the expiration of the product. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the product involved was expired, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The technician checked the set and found the deployed bands were loose. No patient contact with the device. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
An emdr report was initially sent on 06 dec 2021, based on the initial information received that the technician "checked the set and found the deployed bands were loose. No patient contact with the device." We interpreted that the devices were opened and tested by the technician. The devices was received for evaluation on 28 dec 2021. Our evaluation of the returned devices determined that the devices were sealed, in tact and never tested. Upon investigation, the devices functioned as intended. A reportable event that could have caused or contributed to a serious injury or death did not occur with sealed devices. Based on the device evaluation, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional information section for this justification.